Manufacturer narrative:
H3: one device was returned for evaluation. The service history review found the device had not been serviced in the past. Functional testing was performed, and the reported complaint was duplicated. The cause was user interface/software never came out of reset. The printed wiring assembly will be replaced. The device then passed all functional tests after the repair.

Event description:
It was reported that the device exhibited error code 41786 on power up. There was no patient involvement.